Event description:
The patient was implanted with two paracorporeal vads (pvad) for biventricular support. It was reported by the vad coordinator that the patient was experiencing rvad eject issues on a portable driver and was switched over to the dual drive console (ddc). After a few hours of normal operation, the ddc top module suddenly lost all pressure and the patient had to be hand pumped and switched over to a backup ddc. The hospital's biomedical engineer isolated the loss of pressure to a broken pressure tube in the compressor tray and repaired the tube. The patient remains ongoing.

Manufacturer narrative:
The hospital's biomed engineer repaired the tube and the device was serviced by the manufacturer onsite. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.